Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported poor image quality involving pentax medical video colonoscope model ec34-i10l (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
PMA: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). The customer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model ec34-i10l (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 07-feb-2022, a device history record(DHR) review for model ec34-i10l (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 28-nov-2018 under normal conditions. The endoscope was reworked for a filter defect and the filter was replaced and then passed required inspections, and was released accordingly. There were no reworks or concessions. The dates of approval for shipment and actual date shipped were confirmed for 28-nov-2018. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the event was that an excessive external force acted on the bending rubber near the distal end, causing the bending rubber to split.